Manufacturer narrative:
Investigation summary: embecta acknowledges and appreciates the concern regarding an alleged adverse event associated with our syringe 1.0ml 31ga 8mm 10bag 500 wal device. We value our commitment to patient safety and take all complaints seriously. However, after a thorough review, it has been determined that the complaint cannot be further investigated due to insufficient information after outreach attempts to the reporter by the post-market vigilance team. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st. Complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported that his syringes are contaminated. He stated that immediately after using the syringe for his b-12 injection he became ill. The symptoms he mentioned are: blood in urine, blood in stool, bowel changes, kidney failure, liver damage, chest pains and blood clots in his lungs. Consumer stated that the issue occurred in 2022 and he is still being treated. Consumer believes that someone contaminated the syringes. He said he noticed that his blood clotted very quickly after he tested the syringe by pulling blood from his vein into the syringe. Consumer also stated that he gave some of the syringes to his friends and one of his friends died a short while after using the syringe. He said the friend was using the syringe for drugs. Lot #: 8190574. Catalog #: 328506. Date of event: unknown. Samples: available - sending mail kit.